Event description:
New post-op patient started on pca. Patient complained of pain not being relieved. Pca checked, appeared to be operating normally. An hour later, fluid noted on floor, noted to have droplets of fluid going from pca tubing. Tubing changed, patient given bolus of medication. No further leaking, patient experienced pain relief.